Event description:
It was reported that patient received inappropriate therapy due to far p-wave oversensing post implant. The episode revealed far p-waves being detected and sensing of r-waves was also present. Far p-waves are present on a real time egm. Since reprogramming the sensitivity was unsuccessful, lead repositioning was recommended. X-ray confirmed dislodgement. The lead was repositioned without any further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.